Event description:
Related manufacturer reference number: 2017865-2021-34033. It was reported that the patient presented in clinic for follow up. Patient presented with pain in the pocket where the pacemaker was implanted. Device interrogation revealed inadequate capture and difficulty with the helix extending on an atrial lead. The physician elected to atrial lead and replace the lead. The patient was in stable condition